Manufacturer narrative:
The cause could be the dimensional difference between coupling of the female and male luer fitting. Engineering evaluation have been carried out on the returned samples and compared with those on the stock. The mold flow analysis conducted on the fitting and shown no stress point on the structure of the luer fitting. Dimensional measurement was conducted on the inner surface of the female fitting and the male luer of the stopcock. Based on the dimensional analysis, the inner surface of the female luer fitting is between nominal to lower (i.e. Can be smaller in size). The male luer has a dimension that is nominal to high (i.e. It is bigger in size). Hence when these 2 parts are coupled together, the interference fitting between the parts can be extremely tight to no tolerance, thus, further tightening of the parts can result to crack on the component particularly on the female fitting. The following actions are being taken to address this complaint and the investigation findings: production associates have been informed on the complaint and not to over tighten during assembly. New stopcocks which have smaller dimension on the male luer have been implemented and will be fully cut over by 07/2015. As part of the containment action, it is recommended that the connections to be uv bonded. This will prevent any further tightening during product application and hence reduce any potential crack on the female luer fitting. We will continue to monitor customer complaints and other input source for potential trends.

Event description:
Blood backflow occurred during pt use due to female luer crack. The chief nurse strongly required replacement to the different lot if it repeatedly occurs. This hospital has been frequently reporting the same issue as (B)(4). (B)(4) office conducted visual inspection to unopened samples and cracks were often found then sent to (B)(4) for investigation in end of june 2015.